Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "hip was fairly easy and instant pain relief from waist to ankle. I would not hesitate to replace a hip. Knee was more painful of a surgery, and swelling was my issue worst dr's have seen in a while pushed my kneecap out of place . Required longer stay and qball nerve block 6 days. If knee is bone on bone just do it after recovery you will be better. Knee needs long pt ."